Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis literature citation:lee, s.y (2014). ¿complete traumatic backout of the blade of proximal femoral nail antirotation: a case report.¿ orthopaedics & traumatology: surgery and research 100 (2014) 441-443 japan article. This report is for unknown helical blade, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, lee, s.y (2014). "Complete traumatic backout of the blade of proximal femoral nail antirotation: a case report." Orthopaedics & traumatology: surgery and research 100 (2014) 441-443 japan article. This article was based on a case study where a traumatic complete expulsion of a helical blade occured after successful implantation for an intertrochanteric fracture of the femur using the proximal femoral nail antirotation system (pfna). The patient subsequently fell 6 months post-operatively after the initial procedure and experienced pain and a visual protrusion of the hip. It was determined that as a result of the fall, the blade completely backed out and was expelled resulting in femoral head fractures. It was noted the original fracture was completely healed. The patient was revised to hemiarthroplasty. This report is for an unknown helical blade; proximal femoral nail antirotation system (pfna).